Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6) a livanova field service representative was dispatched to the facility to investigate the device but he was not able to reproduce the issue on site. He tested and inspected the device and could not find any issue. The device was working within specifications. Functional verification testing was completed without further issues and the unit was returned to service. The technician provided livanova (B)(4) with the serial read-out of the pump and the affected pump was requested back to the manufacturer site for a detailed investigation. Investigation results in livanova deutschland confirmed the reported failure which was addressed to a defective electronic component which has been replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report of a s5 mast roller pump motor controller failure message during setup. There was no patient involvement.